Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of high blood glucose readings and hospitalization. The customer's blood glucose reading was 680 mg/dl. The customer was in the hospital for 120 days because of gastroparesis within the last 5 years. The customer declined to troubleshoot with 24 hour helpline.